Event description:
Consumer reported complaint for high blood glucose test results. Customer has been using the true metrix meter for less than a week. The customer is concerned with test results from results obtained of 340, 598, 266 and 428 mg/dl. The customer¿s expected am fasting blood glucose test result is <200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 320 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/15/2026 and open vial date is <1 week ago. The meter memory was reviewed for previous test result history (customer does not see well and was unable to clearly see time/date): result 1: 340 mg/dl date: (B)(6) time: 10:00am fasting , result 2: 340 mg/dl date: (B)(6) time: 9:33am fasting , result 3: 598 mg/dl date: (B)(6) time: 9:05am unknown, result 4: 266 mg/dl date: (B)(6) time: 8:05am fasting , result 5: 428 mg/dl date: (B)(6) time: 10:00am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.